Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure it was noted that the lp helix had stretched. The lp was removed and replaced. There were no patient consequences.